Event description:
It was reported that the customer's insulin pump will not turn on. Unable to troublehshoot. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint connector. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.